Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: prostatectomy. Cathplace: below the umbilicus. It was reported that the catheter was stuck. Pt required intervention under local anesthetic. It was also reported that the catheter had been caught by a fascial suture and had become kinked. No infection or complication from this event, catheter was removed successfully.

Manufacturer narrative:
Method: sample has not yet been received, and was reported not to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report.